Manufacturer narrative:
The CAPA investigation found that the root cause for this issue as follows: although a cross-functional team could not reach a definitive root cause due to lack of information from a former supplier, the team determined that the probable root cause was that the former supplier pulled the incorrect material or product, due to similarities of the products involved (including identical hubs and similar looking wires-titanium vs. Stainless steel). A hazard analysis found that the patient safety risk was determined to be medium. The compliance risk was determined to be high as the product was misbranded. A review of the complaint history found one other complaint (reported under MDR 1723170-2016-01212) in which the part was not returned and the reported issue was unconfirmed. As a result of the CAPA investigation, both suspect lots were put on product hold order and all on hand inventory in the medtronic distribution center was returned to the manufacturer for analysis. The returned inventory was screened for non-conforming stylets by exposing them to a static 1.5t magnetic field of a ge signa MRI scanner. None of the returned stylets reacted to the magnetic field. These lots were then returned to inventory. This indicates that a portion of the lot may have been non-conforming but not the entire lot. A review of the former supplier manufacturing process found that the former supplier specified the stiffening stylet wire to be stainless steel. However, this allows the stylet wire supplier to substitute different stainless steel alloys. In november 2014, medtronic changed the specification to specify the stainless steel alloy, (B)(4). The suspect lot was manufactured in june of 2015. Although no evidence was found, it is possible that stylet wire purchased before november 2014 and remaining in stock could have been used to build the suspect lot. Both stylets are similar in appearance to each other. The titanium stylet wire is slightly less rigid and has a matte appearance when compared to the stainless steel wire. These are very minor differences that would likely go unnoticed. The former supplier is no longer an approved medtronic supplier for production use, and a new supplier is being qualified to supply these products.

Manufacturer narrative:
Correction: per further engineering analysis, the returned part was actually a stiffening stylet (part number 020-2101) and not a visualization stylet (part number 020-2301). The stiffening stylet is made of stainless steel and is not intended for use in an mr environment. The customer used this part in an mr environment and experienced a force from the MRI which resulted in a bend in the stylet. This is not surprising given the magnetic properties of stainless steel. The customer thought they were using a visualization stylet, which is made of titanium and is mr conditional. The visualization stylet does not experience a force in the mr environment, and so would not have resulted in a bend. The engineer was able to determine that this part was a stiffening stylet based on the rigidity of the rod. When compared side by side, there is a noticeable difference between the rigidity of the visualization stylets and the stiffening stylets. There are two possible causes of the customer using the wrong stylet in an mr environment: incorrectly packaged part (manufacturing error): it is possible that biotex (the manufacturer of the part) put a stiffening stylet in a visualization stylet package. The customer would not have been able to tell the difference, as the two parts look the same. They would have used the part as normal, until they noticed a force in the MRI. Customer use error: the product was correctly labelled, but the customer accidentally used a stiffening stylet instead of a visualization stylet. Stiffening stylets are only sold as part of a neuro kit. This complaint came out of a site and surgeon that typically do not use neuro kits, because the surgeon uses a clearpoint solution instead of using our bone anchors. His typical path is to just order a visualization stylet kit, which is sold separately. This means that he would not have access to a stiffening stylet in a case. Given this, the most likely root cause is the manufacturing error. This issue was documented in a medtronic navigation hardware anomaly tracking database and a CAPA was opened to investigate the issue.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement stylet shipped to site 05/27/2016. Medtronic investigation of returned stylet device finds that this was a customer use error: the product was correctly labeled, however, the customer incorrectly used a stiffening stylet instead of a visualization stylet. Medtronic senior systems engineer analysis concluded that this part was actually a stiffening stylet and not a visualization stylet. The stiffening stylet is made of stainless steel and is not intended for use in an mr environment. The site used this part in an mr environment and experienced a force from the MRI which resulted in a bend in the stylet. This is to be expected given the magnetic properties of stainless steel.

Event description:
A medtronic representative reported that, while in a laser thermal ablation therapy procedure, as the surgeon inserted the stylet into the cooling catheter and placed it near the magnetic field, the surgeon felt it pull. The surgeon took the stylet out of the cooling catheter and placed the stylet near the magnetic field and saw it bend. The site used another stylet with a different lot number and the same reference number, and they were unable to replicate the behavior. The surgeon continued the procedure, without issue, after using a different lot number instrument. The surgeon completed the procedure with the use of the thermal therapy system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: attached is the response letter to a FDA 45-day request containing additional investigation of the reported incident.